Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? --- stable, but the patient is in the hospital. What is the users experience with the device? --- the doctor was familiar with the device. Who fired the device? --- the doctor. Which purse string technique was used? --- no information. How was it confirmed that the anvil was secured to the trocar? --- no information. Were there any forces higher or lower than expected in closing the device? --- no. Were there any forces higher or lower than expected in firing the device? --- no. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- no information. Was more than one firing stroke needed to hear the crunch? --- no information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- no information. Were the donuts inspected? --- no information if yes, were there two complete? --- no information. Were all tissue layers present in both donuts when inspected? --- no information. How long after the initial procedure was the leak identified? --- two days later. How was the leak addressed? --- re-operation was performed on (B)(6) and additional anastomosis was performed and created temporary stoma.

Event description:
It was reported that after a lap low anterior resection on (B)(6) 2015, it was found that major leak occurred from the anastomosed site when an endoscopic examination was performed due to sudden changes in the condition of the patient. Then, reoperation was performed to make a drain tube indwell, anastomosed the site again and created an artificial anus. It was unknown if bleeding occurred or not. Blood transfusion was not performed. It is unknown if the artificial anus is permanent or not at present. In the initial operation, the rectum was cut with endo gia (covidien) and the oral side was cut with a surgical knife and an electrical scalpel and then, the rectum and the anus side was anastomosed with the cdh29a. No device will be returning.